Manufacturer narrative:
(B)(4). Batch # t5ac9y. Investigation summary: the analysis results found that the ats45 device was returned with the articulation gear teeth damaged and with a tr45w cartridge reload loaded on the device. The reload was returned fully fired and with the reload lockout spring damaged. No functional test was performed due the condition of the device. The device was disassembled to verify the condition of the internal components and the articulation gear teeth was found broken. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device could not be fired after the jaws clamped the tissue. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.